Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Patient's left total hip acetabulum was revised due to recurrent instability.

Manufacturer narrative:
An event regarding instability (dislocation) involving a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: in this difficult post-traumatic conversion total hip arthroplasty, recurrent global instability required eventual revision to an mdm construct. Specific implant labels are not available, but there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including progress notes, serial x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient's left total hip acetabulum was revised due to recurrent instability.